Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high atrial thresholds were noted when patient presented for generator change post cardiac surgery. The physician felt that the acute rise in atrial threshold was a complication of the cardiac surgery. The lead was explanted and replaced. No patient complications have been reported as a result of this event.